Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age ¿ (B)(6) years, severe valvular calcification, stj calcification) likely contributed to the aortic dissection and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. No difficulty in the tracking or deployment of the valve were reported. During the closing phase of the access site, an acute dissection of the ascending aorta was observed, and the hemodynamics were compromised. The patient suffered hypotension with a subsequent arrest. No actions were taken. The patient expired. The native annular diameter measured 380mm2 with severe valvular and sjt calcification reported. Moderate aortic tortuosity was also reported. Per medical opinion, the distal shoulder of the balloon and stj calcium were likely the root cause of the dissection.